Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that her son's blood glucose reached 442 mg/dl less than 24 hours after the pod was activated and when she gave him a bolus of insulin she could smell insulin at the site. Upon inspection, she noticed the cannula was not properly inserted and it was stuck to the adhesive pad.